Manufacturer narrative:
Age at time of event: probably (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-07962. It was reported that insufficient roll-off occurred and the patient sustained a pad burn. The patient was undergoing radiofrequency ablation (rfa) of the liver lower lobe utilizing a rf3000 radiofrequency generator and a 4.0/14/15 leveen¿ standard electrode. All of the non-bsc pads were positioned on the left leg, two on the upper thigh and two on the calf. Energy was applied for approximately 10 minutes; however it was noted that roll-off was not able to be achieved. Pad placement and position were verified prior to the procedure. A p1 error message was noted indicating upper outer thigh. The pad was replaced. A p2 error message was received and the pad was not changed, subsequently another p1 error was then noted on upper inner thigh. The pads were examined and a significant burn was noted on the inner thigh under the leading edge of the pad. The burns were treated by applying ice in the procedure room. There were no further patient complications reported

Manufacturer narrative:
Updated: age at time of event, age at time of event (unit), event date, describe event or problem, other relevant history, init reporter sent to FDA weight: (B)(6). (B)(4).

Event description:
Medwatch: (B)(4). It was further reported per user medwatch that the 4 grounding pads were placed equidistance apart on left leg. The nurse checked the patient's leg after the p1 error was noted (10 minutes into procedure) and no burns were noted. Another 5 minutes into the procedure, there was the same error message for grounding pad #2. The area was checked an again no burns were noted and #2 pad was replaced. Grounding pad #3 was also replaced at the same time. The procedure continued and the patient's upper aspect of the left leg felt warm. The patient's skin was checked and once more the pads were removed and a burn injury was noted a left inner aspect of upper left thigh the procedure was stopped.